Manufacturer narrative:
Device evaluation: the customer's complaint was verified. The reported issue was "black screen buttons still work but no image". The camera had card edge contamination/corrosion, that prevent the solid electrical connection needed for a proper image. A visual inspection confirmed the issue. The camera was verified to be working by installing a test fixture cable. It's recommended that the customer reviews their handling/processing methods to ensure they are following approved karl storz protocols. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "black screen no image during case". No negative impact in state of health reported.